Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer via social media reported that after an intraocular lens (iol) implant procedure, experienced extreme blurriness and many floaters in one eye. The consumer was trying new drops for two weeks. The consumer would require two separate laser procedures one for floaters and the other for cloudy posterior capsule if issue persists.